Event description:
MFR was notified of a device interaction between a 3m library detection system, model 3802, and an ipg stimulator. Pt was shocked while going through the security gate at a new library. Pt has finger metal braces. No report of device explantation.